Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is documentation supporting a probable association between the pd therapy with fresenius products and the events of progressive dyspnea, one month of inadequate peritoneal dialysis, acute hypoxic respiratory failure due to peritoneal dialysis (pd) failure, hypervolemia (volume overload), acute decompensated diastolic congestive heart failure (chf with exacerbation secondary to failure of peritoneal dialysis and fluid overload requiring subsequent inpatient admission direct from the emergency room (ER) on (B)(6) 2017. There is a potential likelihood of causality relationship between the patient's fluid overload and highly complex co morbid conditions specifically end stage renal disease, coronary artery disease (cad) diagnosed (B)(6) 2016 with status post cardiac stent placement and ongoing labile blood pressure. The patient was transitioned immediately to hemodialysis treatments after hd access tunneled catheter insertion , first treatment patient noted to have adverse event with question of reported syncope and treated with ivf¿s without further reported issues

Event description:
A peritoneal dialysis (pd) patient reported that she was at the hospital the patient was having trouble breathing all night. Medical records and discussion with the patient's nurse revealed the patient with esrd on pd therapy since unknown period of time was experiencing progressive dyspnea, acute hypoxic respiratory failure due to pd) failure, hypervolemia (volume overload), acute decompensated diastolic congestive heart failure (chf with exacerbation secondary to failure of peritoneal dialysis and fluid overload requiring inpatient admission from the emergency room (ER) on (B)(6) 2017. Review of the received discharge summary reveals this patient had noticed over the past several months trouble with pd therapy, the nephrology decision while hospitalized was made to transition patient to hemodialysis treatments and patient underwent hemodialysis (hd) access internal jugular tunneled access catheter was placed. During first course of hd treatment while hospitalized patient experienced lightheadness which improved with administration of intravenous fluids (ivf). Physician reduced hydralazine to 25 milligrams (mg) three times a day (tid) and recommended blood pressure (bp) to be monitored outpatient as patient may require additional and further reduction in antihypertensives to produce increased effectiveness of dialysis treatments. Patient discharge to home on in center hemodialysis, blood pressure monitoring, medication regime management (antihypertensive), patient¿s condition is noted as improved and stable. Patient scheduled for follow up appointments with cardiology, internal medicine and nephrology/ hd unit treatment schedule. Patient's family are now available to assist with patient¿s care post discharge. There is a noted discrepancy with the information supplied by the patient and the information supplied by pd nurse regarding her hospitalized dates. The reason for hospitalization the pd nurse revealed was the patient was on nightly pd therapy with the cycler on (B)(6) 2017 and experienced trouble breathing ( dyspnea) all night. She completed the pd treatment and went to the emergency room (ER) on (B)(6) 2017 for evaluation and work up and admitted inpatient from (B)(6) 2017 to discharge (B)(6) 2017 for dyspnea secondary to fluid overload. The nurse could not confirm the reason for troubled breathing and assumed it to be cardiac related (unconfirmed).

Manufacturer narrative:
Date was incorrect should have been (B)(6) 2017. Based on clinical evaluation this event was potentially life threatening and required substantial medical intervention.